Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the catalog/model number was not provided, the (B)(4)gtin is not available. Note: for section e. Initial reporter. No contact information has been received, as such, fields has been left blank. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a webster cs with auto ID and the patient experienced pericardial effusion that required pericardiocentesis. It was reported that the patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter, the patient experienced a pericardial effusion. The transseptal puncture was performed with nothing appearing out of the ordinary and pulmonary vein isolation continued afterwards with farawave catheter. Upon moving the intracardiac echocardiography catheter to view another heart structure, a small pericardial effusion was observed that was not noted prior. The effusion was located more on the right side of the heart. The farawave catheter was in the left atrium at the time the effusion was located. The patient's vitals were stable. A pericardiocentesis was performed and the procedure was cancelled before performing the planned posterior wall ablation.